Manufacturer narrative:
Method and conclusion codes were added. The gore® propaten® vascular graft was returned to geprovas, independent laboratory, for investigation. The scope and results of the investigation were summarized and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. The following is a summary of the ei observations: tissue present: yes. Minimal, scattered tan/yellow tissue was present on the albumen. On the albumen at extremity a was a focus of flesh-colored, semi-translucent tissue. The lumen visible at extremity a was patent, with red/brown tissue on the surface. The lumen of extremity b was ligated with blue suture, making lumen observation not possible. The lumen patency of the entire device could not be determined with the information provided. Extremity a was transected and rings had been removed. From gross images all material disruptions (i.e., material transections/cuts and ligation), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) or surgical manipulation (i.e., sutures), likely occured during a surgical procedure. Request for additional analysis: no. Reason: material disruptions are consistent with those caused by surgical instrumentation during a surgical procedure. Based on the ei's review of the geprovas report, no additional analysis is requested.

Manufacturer narrative:
Result code 213 was added. 213: a review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications.

Event description:
It was reported to gore that a gore® propaten® vascular graft was implanted on (B)(6) 2017, in a (B)(6) male patient as a crossed right to left femoro-femoral bypass in order to treat an acute ischemia of the left leg. On (B)(6) 2017, after about one month, the gore® propaten® vascular graft was explanted due to an infection of the prosthesis to pseudomonas aeruginosa.